Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified in either the nozzle or distal end cover. The cause of the foreing material remaining in the nozzle could not be determined. There was no damage to the area where the foreign material was detected. In regards to the foreign material adhered to the distal end cover, it is likely the material remained because the area where it was detected was found to be damaged. Whether or not reprocessing was performed according to the instructions for use (IFU) is unknown. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)." Shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the connecting tube, the universal cord had a wrinkle; the connecting tube had buckling; the connecting tube had a scratch; the plastic distal end cover had a dent; the adhesives around the light guide lens and the adhesive on the bending section cover had white-clouded area; the adhesive around the objective lens was peeled; the suction cylinder was shaved and the adhesive on the bending section cover had a crack. Due to wear of the angle wire, the play of the upward/downward angulation control knob and the bending angle in the up direction was out of the standard value and due to clogging of the nozzle, water removal ability and the air supply volume did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the nozzle and the plastic distal end cover had foreign objects. There were no reports of patient involvement.